Event description:
It was reported that bd preset¿ arterial blood collection syringe barrel was cracked. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found 1ea abg barrel cracked.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified. As there was no sample or photo available for evaluation, a root cause could not be determined. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd preset¿ arterial blood collection syringe barrel was cracked. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found 1ea abg barrel cracked.